Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic suture exhibited suture was blunt. Procedure details and patient impact have not been provided.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of suture/needle blunt; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All suture needles are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that procedure was corneal surgery. Surgery was completed by an alternate suture. There was no patient harm.

Manufacturer narrative:
24 unopened sutures, in a pouch, in a blister, in a bag were received for the report of suture needle blunt. Samples were visually inspected, 22 samples were conforming and 2 samples (sample #2 and sample #11) were nonconforming with damaged needle tips. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Samples #2and #11 were found to be non-conforming visually; therefore, suture needle blunt as described in the complaint was confirmed. The root cause of blunt suture needles is internal manufacturing related. The returned unopened samples #1, #3-10 and #12-24 were found to be visually conforming, therefore the needle blunt as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. An investigation has been initiated and is currently in progress, to further investigate the dull needles found on the unopened samples. No action was taken as the suture needle samples #1, #3-10 and #12-24 as they were manufactured to specifications. All suture needles are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Sutures are also 100% inspected by trained operators for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).